Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose. The stapler was returned with 43 staples remaining in the cover block. The trigger was returned partially engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon functional testing, the first firing attempt resulted an unformed staple releasing. On the second firing attempt , one staple fully formed and released. The third firing attempt resulted in the third staple falling out of the stapler unformed. The fourth firing attempt resulted in the fourth staple releasing unformed with a slight bent. It was noted that the staples were pushed forward due to gravity. The stapler was disassembled, it was observed that the saddle spring was attached to the shuttle. Die casting anomalies were discovered on the forming tool. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose. The sample was disassembled. Upon functional testing, the first firing attempt resulted an unformed staple releasing. On the second firing attempt, one staple fully formed and released. The third firing attempt resulted in the third staple falling out of the stapler unformed. The fourth firing attempt resulted in the fourth staple releasing unformed with a slight bent. The stapler was disassembled, it was observed that the saddle spring was attached to the shuttle. Die casting anomalies were observed on the forming tool. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " [the user] failed to fire the skin stapler during use on patient". Patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported " [the user] failed to fire the skin stapler during use on patient". Patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.